Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not available and the relationship between the device and the event is undetermined. The november 2007 15-month jagwire product family complaint trend report, inclusive of all failure modes was reviewed: no unfavorable trend was noted.

Event description:
This report pertains to the first of two devices used during the same procedure. Refer to associated manufacturer report #6000123-2008-00002. A jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) and bile duct cannulation procedure in a male pt (age and weight unk). According to the complainant, during cannulation with a boston scientific corporation rx tapered ercp cannula and a jagwire guidewire, the guidewire "was unable to reach the lesion." The physician removed the jagwire guidewire and used a second jagwire guidewire.